Manufacturer narrative:
H3 other text : the remote service engineer evaluated the device remotely.

Event description:
It was reported the device battery does not hold the charge. There was no patient involvement.